Event description:
It was reported that while using control set for the bd onclarity¿ hpv assay false susceptable results were obtained by the laboratory personnel. A etest and microscan test were used to confirm the results as false susceptibles. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: "customer reports several instances where proteus mirabilis isolates were flagged as class b cpo. All of these isolates tested ertapenem and meropenem susceptible on phoenix and by e test and microscan."

Manufacturer narrative:
H.6 investigation summary: this complaint is for false positive cpo results when using phoenix panel nmic-306 (449292) batch number 1068352. The customer did not provide panels, isolates, or lab reports for investigation. To investigate, a total of two (2) retention panels from the complaint batch were tested using qc isolates of escherichia coli (a25922) on a phoenix instrument and evaluated for cpo results. During investigation, both panels yielded cpo negative results. This complaint is not confirmed. It is to be noted that the customer is running pud 6.51 which is outdated. We recommend the customer run pud 6.91 or greater as this will prevent p. Mirabilis from giving a false positive cpo result when p. Mirabilis is sensitive to ampicillin. A review of quality notifications revealed no quality notifications for the complaint batch. A review of complaints revealed one additional complaint on the complaint batch. Complaint trending was performed and no trends were identified associated with this defect. Bd ID/ast plant quality will continue to monitor for trends and take action as necessary. Please continue to communicate additional concerns.

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. The panel phoenix nmic-306 is an antimicrobial resistance panel consists of a combination of the following 510k numbers: k032299, k061355, k061327, k031912, k023444, k063824, k033560, k063573, k041384, k060217, k052269, k181665, k181665, k181665, k181665, k181665, k181665, k181665, k181665, k181665, k190905, k032655, k062944, k060444, k173252, k033362, k062207, k063811, k163637, k151320, k063301, k031530, k060447, k032567, k060257, k023634, k020322, k132674, k173523, k063486, k022129, k023858, k071623, k031699, k060447, k024153, k060214, k132909, k042932.

Event description:
It was reported that while using control set for the bd onclarity¿ (B)(6) assay (B)(6) susceptable results were obtained by the laboratory personnel. A etest and microscan test were used to confirm the results as (B)(6) susceptibles. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: "customer reports several instances where proteus mirabilis isolates were flagged as class b cpo. All of these isolates tested ertapenem and meropenem susceptible on phoenix and by e test and microscan."